Manufacturer narrative:
Analysis of the catheter identified a hole in the catheter body caused by a deep abrasion. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported the catheter was placed in the mail on november 19, 2019 (for return to the manufacturer).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the pump administered the following medications: clonidine (concentration: 450 mcg/ml, dose rate, 341.42 mcg/day), bupivacaine (concentration: 10 mg/ml, dose rate: 7.587 mg/day), morphine (concentration: 20 mg/ml, dose rate: 15.174 mg/day), and baclofen (concentration: 100 mcg/ml, dose rate: 75.87 mcg/day). It was reported that the pump therapy was not as effective for the patient as it was previously. The date of the event was unknown. A dye study was done which showed a leak in catheter and a revision was completed on (B)(6) 2019. A new spinal segment of catheter was placed, and part of the old/existing catheter remained in service. It was noted that the old spinal segment was removed, was in possession of the company representative, and was to be sent back to the manufacturer for analysis. They were able to successfully aspirate from catheter access port (cap) after a new spinal segment was placed. The patient¿s dose was dropped from 15.174 mg/day of morphine to 4 mg/day of morphine. The issue was resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. Regarding environmental/external/patient factors that may have led or contributed to the issue, off label drug usage was noted. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but were unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.